Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Initial information received from the field clinical specialist noted there was a distal tip split. However, imagery review performed by engineering confirmed the distal tip was not split. The review indicated that the distal section of the liner appeared lifted from the sheath shaft (prematurely expanded) and the distal segment was torn, which are not reportable malfunctions and there was no patient injury. Under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. In this case, there was no indication or allegation of a reportable device malfunction or a serious injury. Therefore, this event is not MDR reportable.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 23mm sapien 3 ultra valve, both right and left femoral access looked challenging. When inserting the 14f esheath+ on the right side after using shockwave, the sheath was unable to advance. Upon removal of the sheath, it was found to have a distal tip split. A peripheral balloon was inserted on the left iliac to dilate the vessel but the 14f esheath+ was also unable to advance and had a distal tip split. A third 14f esheath+ was opened and inserted on the left side successfully. The valve was successfully implanted. The patient is in stable condition.

Manufacturer narrative:
The investigation is ongoing.